Manufacturer narrative:
The service center evaluated the asset light source and found there was poor connectivity as the scope socket connection was worn out with a faulty switch slider. Additionally, the light source was tested and inspected and noted the light source was equipped a third party main lamp, faded front panel , the rest of the other functions tested within standard specification. The light source was repaired and returned to inventory. A review of the scopes history indicates the light source has not previously been repaired. The evaluation is still in progress. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center became aware that when the asset evis exera ii xenon light source was returned for service the scope socket connector was found worn attributing to a poor connectivity. There was no injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following causes are proposed: the malfunction of the scope detection switch was due to wear of scope connector socket. Since ten years or more have passed since the device was manufactured, the detection switch of the scope connector socket was likely worn out due to repeated use for a long period of time. The use of lamps not specified by olympus was due to the user does not noticing (or ignoring) the description in the instruction manual. The instruction manual for the replacing of the lighting lamp states the following: "never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.".